Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life of the insulin pump, received change sensor alerts and requested a reservoir and insulin pump clip replacement. The customer also reported a display issue with the insulin pump. The customer reported no adverse event. The event involved products mmt-1884, acc-1601, mmt-5120a, and mmt-342. Troubleshooting was partially performed, including advising to discontinue pump use and revert to a backup plan per healthcare professional instructions; the customer declined further troubleshooting. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. No product return is required for acc-1601, mmt-5120a, and mmt-342.

Manufacturer narrative:
Pump passed the displacement test, the self-test, the sleep current measurement and active current measurement. No unexpected replace battery alarm or blank display during testing. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 5.0 received the low battery alert (104) on 12/27/2025 08:40:00 faster than expected at 6.33 days. Battery cycle 3.0 received the low battery alert (104) on 12/16/2025 01:54:00 after more than 7 days at 11.82 days. Battery cycle 2.0 received the low battery alert (104) on 12/03/2025 17:24:00 after more than 7 days at 13.81 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case identified during the visual inspection. Charge/battery lasts less than expected was confirmed, suspecting hardware issue. Blank display was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.